Manufacturer narrative:
The field service engineer (fse) discovered a spring missing from the cell rinse nozzle. The fse replaced the missing spring. There have been no further issues reported. Qc was acceptable.

Event description:
There was a complaint of questionable albumin results for 5 patients tested with a cobas 8000 c701 module. The questionable results were not reported outside the laboratory. On (B)(6) 2021, patient 2¿s initial result was 66.3 g/l; the repeat was 36.9 g/l. On (B)(6) 2021, patient 4¿s initial result was 118.9 g/l; the repeat was 34 g/l. On (B)(6) 2021, patient 3¿s initial result was 52 g/l; the repeat was 37.1 g/l. On (B)(6) 2021, patient 5¿s initial result was 100.4 g/l; the repeat was 35.8 g/l. On (B)(6) 2021, patient 1¿s initial result was 74.4 g/l; the repeat was 38.7 g/l. The lot number and expiration date of albumin used was requested, but not provided.